Event description:
Facility alleges blood leak during dialysis. Chief technician reports leak occurred during dialysis - 20th use. Estimated blood loss 200 cc. Dialysis resumed with no further problems reported.